Event description:
It was reported that the brakes have failed on the 66550 rollator, states they are not engaging. The dealer went on to say she believes the end user is mistreating the device but can not prove it.